Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining high accutni results above the ami cut-off for two patients that were generated by the access immunoassay system. Subsequent testing produced results within the normal reference range for both patients. The erroneous results were reported outside the laboratory. However, the results were amended by the subsequent results. Patient #1 was admitted to the hospital due to the initial elevated accutni result, otherwise the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The accutni samples were collected in both plastic lihep plasma tubes with a gel separator and plastic serum tubes with a gel separator. The samples are centrifuged for 15 minutes at room temperature in a fixed angle centrifuge. The samples were aliquoted from the primary tube to a sample cup prior to analysis. Per the customer, all levels of accutni qc were within the customer's established ranges prior to and on the day of the event. After the event the customer noted that the aspirate probes were dirty. Customer technical support (cts) assisted the customer with changing the aspirate probe tubing. The customer then performed a routine system check. The system check failed the washed portion. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed troubleshooting and replaced some hardware. Fse then performed all customer's protocol testing and all passed without error.